Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation for the proximal fracture of the right humerus. Proximal a hole and b hole were fixed. Distal f hole was fixed. Then, when the surgeon was drilling g hole, the drill bit interfered with the nail. Although the surgeon continued drilling while applying slight axial pressure, the drill bit disengaged forward. After checking the connecting screw and the aiming arm for looseness, skin incision at g hole was extended. The sleeve was reinserted while dodging the soft tissue part. Although drilling was performed while controlling the drill to head backward, the drill hole dislodged anterior to intramedullary nail. The surgeon removed the aiming arm, and drilling was performed manually. Then, the screw was inserted. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) multiloc phn ø8 r cann l160 tan. This is report 1 of 5 for complaint (B)(4).